Event description:
It was reported that a user performed a factory reset of the ilet and subsequently did not see the ¿less than¿ insulin dosing option, and later reported a blood glucose value near 400 mg/dl while expressing concern about not receiving enough insulin; the user was informed that availability of the ¿less than¿ option can take several days after a reset and that the ilet requires time to adjust. Symptoms included hyperglycemia without associated symptoms. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included review of device behavior following factory reset and user education on expected post-reset adaptation. Investigation of this case revealed no confirmed device malfunction and suggested that post-reset adaptation and algorithm recalibration were consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.